Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that a patient was implanted with impella cp for support for cardiac arrest. An impella cp was placed utilizing best practices. The pump was started in auto mode and immediately improved mean arterial pressure. Right heart catheterization was performed revealing a severely dilated right heart. Discussion for escalation to an impella 5.5 did not take place before the patient coded while on support. The patient was attempted to be weaned off epinephrine drip leading to ventricular fibrillation arrest. Advanced cardiac life support was performed for ten minutes without any return of rhythm. The patient expired. Additional information was received. The pump was not saved. They did not allege that the pump was the cause of the outcome. The family was unsure that they wanted to continue with care and were not wanting escalated care for the patient at the time of the code due to concerns with the patient's wishes and quality of life.

Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: no product was returned for investigation. Ventricular fibrillation/ ischemia: in order to make a root cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Organ failure: the cause of the injury was not determined due to insufficient clinical details. Device history review: device passed all post sterile inspection checks.